Manufacturer narrative:
The reagent lot number was 938159. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. The initial result was 0.763 mmol/l, and the repeat result was 2.36 mmol/l.